Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation at 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the cable to the rv shock coil was found damaged. This damage can be considered to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The cuttings in the insulation occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to intermittent undersensing and oversensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.